Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's health care provider observed high carbohydrate values of 999 grams being input into the pump during the middle of the night. Reportedly, no insulin delivery was performed based off of the alleged inputs. Review of the pump data logs by tandem technical support showed that on (B)(6) 2017 and (B)(6) 2017 at 11:30 pm and 10:00 pm respectively, varying carbohydrate amounts ranging from 930-999 grams were programmed into the pump by the user. Additionally, it was verified that no basal or bolus requests had been delivered on (B)(6) based off of the reported inputs. Upon relaying the information to the contact, the contact acknowledged the information provided. There was no reported impact to the customer's blood glucose level.